Event description:
A customer reported that cutting was unavailable during cataract/vitrectomy surgery. The condition of aspiration was unknown. There was patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray along with other items, the returned sample was visually inspected and was found to be non-conforming with the needle bent at the stiffener sleeve and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the returned probe could not be determined due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. Presence of adhesive was observed on the extension. The inner cutter was observed to be bent. Gouge marks were observed at several locations of the inner cutter. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The root cause for the actuation failure is the separation of components within the probe. It appears that during use in surgery the adhesive bond failed, causing the extension to detach from the coupling. A secondary contributing factor of the actuation is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. The associated effectiveness has been maintained. No additional action was taken by the manufacturing site as an exact root cause of the bent needle could not be determined from the evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutting was unavailable during surgery. The condition of aspiration was unknown. There is no patient harm.